Manufacturer narrative:
(B)(4). Damaged release button. The device was received non-functional and with a gold cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward ejecting the most proximal staples and locking the cartridge. The reload was tested for functionality with a test device by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device was disassembled to verify the condition of the internal components and the side release button was noted to be damaged, this is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was an unexpected noise heard at the first stroke, and then the device could not fire at the second stroke of first firing. The surgeon installed another reload but could not fire at the first stroke of second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: were the staples that fell into the patient removed? Yes. How were the fallen staples removed from the patient? Forceps. Were malformed staples present after the firing? Yes. Didn't form as "b" type. On what tissue type was the device used? At what location on the tissue? 5cm above dentate line. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Yes. Radiated. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? Yes. 1st firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing with higher force. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.